Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware® system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. The heartware® instructions for use (IFU) addresses how to recognize ventricular suction alarms, the potential causes of these alarms and potential courses of action. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Also stated in the IFU, a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. (B)(4) was not returned for evaluation as it remains implanted. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 8 low flow alarms have been logged since (B)(6) 2016. Approx 57 suction alarms have been logged since (B)(6) 2016, confirming the reported event. The most likely root cause of the reported event was the reported inflow cannula thrombus. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported event; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event.   Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that small thrombus was visualized via echocardiogram at the base of the inflow cannula the day after lvad implantation. The patient also had suction alarms.  Treatment was not provided and there were no other post-operative complications. The pump speed setting was appropriate for the patient's physiological condition and there was no report of an issue with the inflow position. Heparin infusion was started post-operatively. The last report received indicated that the patient remains hospitalized in stable condition. Preliminary log file analysis revealed several suction alarms and low flow alarms logged since (B)(6) 2016. No further information was provided.